Event description:
The patient experienced withdrawal symptoms in the evening of (B)(6) 2013, the pump stopped at 'about 10:30am' that morning. Two weeks later it was added that the patient was previously scheduled for a replacement surgery on (B)(6) 2013. The patient began experiencing withdrawal symptoms 'about' 12 hours after the pump had reached endo of life (eol.) The patient was given oral medication s from her managing physician, the type, dose and route were not reported. Pump replacement was performed as scheduled the following day. There has been no further update in a change in patient status; it is believed that once infusion was reinitiated the patient was receiving effective therapy between pump infusion and oral medications. The device system was used to infuse morphine and clonidine.

Manufacturer narrative:
Concomitant products: catheter model 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4). Final analysis of the pump revealed no significant anomaly, eos (end of service) due to time progression.